Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the evening after the implant procedure, the right atrial lead dislodged, as confirmed on x-ray the following morning. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.